Manufacturer narrative:
The samples received were unused samples. The samples were evaluated according to our inspection procedure and it was determined that the three pieces of this product code are correctly assembled. In addition, the valve and gasket were dimensionally inspected and found within specification. Therefore, we are unable to confirm the issue reported with the samples provided. The device history record for the lot reported was evaluated for any issues related with this customer report. The product was manufactured, inspected and released in accordance with our internal procedures and no issues were observed. Our manufacturing process was reviewed and no issues were found related with the issue reported. Therefore, at this time, a root cause cannot be determined. However, an internal investigation has been initiated CAPA (B)(4) to investigate further and to determine if corrective actions are applicable.

Event description:
Gasket valve dislodged from assembly and patient inhaled. Patient required a bronchoscopy.